Event description:
It was reported that intermitten capture, increased pacing thresholds, and externalized conductors were observed. The lead was explanted and replaced. No adverse events were reported.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was found at 35.0-37.0cm from the distal tip. The etfe coating was intact at the same location. External insulation abrasion was found at 13.7-14.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. The reported field events of intermittent capture and high threshold could not be confirmed.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.